Event description:
Related manufacturer reference number: 2017865-2024-03487.it was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right ventricular (rv) lead and pacemaker were oversensing noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise anomaly was not confirmed. The device was received from the field with battery voltage above elective replacement level. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Further evaluation including sensitivity test indicated normal results, and visual inspection the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.